Event description:
Event description guidant received information that this device is at elective replacement near after 2.3 years of implant time. Technical services advised that at the present settings, the device should last 2.8 years.